Manufacturer narrative:
H.6. Investigation: one 1ml syringe with unknown tip cap in an opened blister pack from batch 9231631 (p/n (B)(6) was received and evaluated. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9231631 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. It was observed the blister pack had orange and yellow stains and the syringe appeared to be manipulated as there was a small amount of clear liquid inside. The reported defect could not be confirmed from the sample received as there was clear indications of manipulation. Physical unused samples from the same batch are necessary for a more thorough investigation. The reported defect could not be identified based on the sample received and no corrective actions are warranted at this time.

Event description:
It was reported that the bd syringe luer-lok¿ tip's plunger movement was stiff during use. The following information was provided by the initial reporter: "too stiff when pulling syringe".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip's plunger movement was stiff during use. The following information was provided by the initial reporter: "too stiff when pulling syringe."